Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one 2.75mm diameter x 18mm length endeavor resolute drug-eluting stent to a calcified lesion in the lad with 95% stenosis but the device could not cross. The physician did ptcra (rotational atherectomy) for this patient and pre-dilated the lesion again. A new stent was used for treat the lesion. When the device was returned to the manufacturing facility for evaluation, it was noted that the stent was damaged. The patient is good. No clinical sequelae were reported. Evaluation summary: the 1st eight proximal stent segments were intact with no damage evident. The remaining segments were stretched and deformed with the 1st and 2nd distal segments extending over the distal tip. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).